Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump failed to gave low battery alerts. Customer's blood glucose level was unknown. Customer reported that insulin pump had a scratches on screen and unexplained no delivery alarms during priming. Customer declined to report to 24 hours technical support team. Customer mentioned that the insulin pump declined battery life week and a half to two weeks. Insulin pump will not be returned for analysis.